Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump under delivering insulin. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The insulin pump alarmed insulin flow block. Customer was reporting a past event and did not occur during fill tubing. Customer reported event was resolved by changing complete set. The customer stated that they changed infusion set eight time but still had high blood glucose. The customer stated after removing the cannula from the body the opening was bent slightly. The customer experienced nausea, vomiting and abdominal pain. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump and reservoir will not be returned for analysis.